Event description:
It was reported that the patient had a full body MRI scan. The MRI was not related to the device; it was for back pain. At the end of the 18 minute scan, the patient felt warmth at the left side of the implant. The patient did not feel pain, just warmth. The health care professional (hcp) did not assess the site, but the patient did not feel warmth with her hand, but warmth on the inside of her device. The MRI was for the lumbar or thoracic area for chronic back pain. During the MRI scan, a ¿received only coil was used in the lumbar and thoracic area and 1.5t closed bore scanner. The timeframe of the pain was unknown. The patient had a history of spinal spinosus. No troubleshooting was performed. The manufacturing representative spoke with the patient on (B)(6) 2015 and she was experiencing no further burning sensation and had no complaints. The cause of the event was not determined. The patient was having a lumbar and thoracic MRI with and without contrast. The patient handled the first 2 scans okay, but the third scan needed to be stopped. The patient was not using her stimulator. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), product type: lead. (B)(4).